Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while removing the specimen, the bag tore. They removed the specimen manually to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. Only specimen pouch was returned. Pmv found cuts and tearing of the specimen pouch. Engineering confirmed pmv findings and found that cuts were consistent with contact with sharp instruments. The device bag was cut at the neck, at the point of transition to the tail. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the specimen pouch contacts a sharp object and subsequently rips under tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.